Event description:
It was reported by the customer's mother that the customer had an issue with his infusion set. Customer woke up detached from his pump. The customer's blood glucose was 450 mg/dl and ketone level was at 0.2. Customer was treated with a manual injection. Customer's mother will send infusion set back for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.